Manufacturer narrative:
Concomitant product: 4469-45 boston scientific lead, implanted: (B)(6) 2001.

Event description:
It was reported that patient's heart rate was below the programmed lower rate of the implantable cardioverter defibrillator (ICD) and the right ventricular (rv) lead exhibited t-wave oversensing (twos). Reprogramming was planned and the device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.